Event description:
A surgeon reported that during a vitrectomy procedure, the infusion pressure was noted to be very high even though the pressure was set to 15mmhg. The surgeon indicated the papilla was hardly supplied with blood, and despite the 15 mmhg, the bulbus was "palpatory hard." The surgeon performed phacoemulsification, pars plana vitrectomy, and micro paracentesis using the system. Add'l info has been requested.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).